Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead had dislodged and was failing to sense. The patient¿s system was reprogrammed from bipolar to unipolar mode and they will continue to be monitored. The rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.